Event description:
The customer reported that the balloon showed perforations; there were "holes" observed in the balloon. The product that was returned to edwards for evaluation was missing the balloon and distal tip of the catheter entirely. Attempts to clarify the damage with the customer have not yet been successful.

Manufacturer narrative:
One catheter was returned without the packaging for evaluation. There was no balloon latex or windings on the catheter tip. The proximal windings, distal windings and the balloon latex were missing from the catheter tip and were not returned. A review of the manufacturing records indicated that the product met specifications upon release. There is also 1.2cm of the catheter tip broken off and not returned. This condition may occur when the pull force of 1.5 lbs (per IFU) has been exceeded. The catheter body was found to be in good condition. With such limited clinical information, neither the cause of the event, nor potential contributing factors, can be determined. No evidence of a manufacturing nonconformance was found during the evaluation. No actions will be taken at this time.